Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver emergency battery will not charge and the driver exhibited an emergency battery error alarm.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The emergency battery error alarm as observed by the customer was verified through the patient data file review. Investigation testing determined the emergency battery's individual cells were severely depleted and unable to recover. The root cause of the inoperable emergency battery could not be conclusively determined based upon the information provided; however, storing the driver without being connected to external (wall) power can cause the emergency battery to deplete. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver emergency battery will not charge and the driver exhibited an emergency battery error alarm.